Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The contact troubleshot the issue on their own and found that the occlusion was within the cartridge as no insulin was observed exiting the cartridge patient line. A supply change was performed and insulin was not observed exiting the cartridge patient line during the fill tubing process. The customer experienced a blood glucose (bg) level of 468mg/dl and small ketones. A manual injection was administered to address the bg level. During a follow-up call, it was reported the customer's bg levels were in target range and the customer no longer had ketones. The contact reported the customer would use manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned and no failure was identified regarding the load fill tubing issue.